Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left hip was revised. A restoration modular stem construct and 36 +0 biolox ceramic head were implanted. Update 19/september/2018: rep reported that patient was revised due to a femoral periprosthetic fracture (cause or contributor of fracture not reported to rep). Patient's accolade tmzf stem and ceramic head were revised to a restoration modular stem construct with another ceramic head.